Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref# (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. During the troubleshooting, the pre-use check failed several tests such as the safety valve test, pressure transducer test, expiratory valve test and internal leakage test. To solve this issue, both the pressure transducer printed circuit boards (pcbs) were replaced, which in turn resolved the failure of the pre-use check. After the replacements, the ventilator passed all calibration, functional and safety tests and was returned to the customer for clinical use. The evaluation of the provided logs confirms the reported issue, as it could be seen that the pre-use check during the internal leakage sequence always stopped and abrupted the whole check, but also that it had failed monitor pressure transducer test. The provided logs also confirms the several failed tests during the troubleshooting. Both the pressure transducer pcbs were returned for further investigation. Simulated use testing of the returned pcbs passed the performed pre-use check. No abnormal was found during ventilation for 3 days. After ventilation, the device passed another pre-use check. The visual inspection showed no abnormalities. Our conclusion is that the replaced parts were the cause of the failure, though the root cause of why the parts failed has not been established by this investigation as the reported failures could not be reproduced.